Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not able to hold a charge very well and was not receiving adequate pain coverage. The patient underwent an ipg replacement procedure. The explanted device will not be returned.